Manufacturer narrative:
(B)(4). Concomitant medical products: axsym rubella igm reagent lot 91055m600. An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Abbott negative and positive controls and internal rubella igm panels were tested using axsym rubella igm masterlot 90545m500 instead of the sublot 90545m501. The masterlot or any sublot of this masterlot is acceptable to use since they are all made with the same material. Each panel level is made from a (B)(4) and has a known concentration. Therefore, these panels were used as representative of patient specimens. Both abbott controls and panels were within specifications. The results demonstrate that the assay can accurately detect known concentrations of rubella igm. In addition to testing, customer complaints were reviewed. This review did not identify an increase in complaint activity for the observed issue using the reagent lot in question. Based on the investigation, it was determined that the product is performing as expected. No product deficiency was identified.

Event description:
The customer stated that a (B)(6) axsym rubella igm result of 0.929 index value was generated using reagent lot 90545m501. The same sample tested negative using axsym rubella igm reagent lot 91055m600. The (B)(6) result was not reported out of the laboratory. No impact to patient management was reported.